Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer's sensor glucose was 60 mg/dl and his blood glucose was 51 mg/dl. Customer also received alarms when his sensor glucose was 79 mg/dl and blood glucose was 41 mg/dl. Customer stated that he just ate. Customer stated that he tries to move his site around but it stays on the same side of the body. It was found that the customer overcalibrates . Customer was advised to only calibrate 3-4 times and watch the site location.